Event description:
Pt was scheduled for bilateral capsulectomies with implant replacement. The pt was also scheduled for bilateral breast biopsies with frozen sections. Upon doing the surgery both implants were found to be ruptured within the capsules and silicone was leaking in the right breast. The MFR of the implants was unknown to the pt as well as the surgeon since the surgeon doing this surgery was not the same as the implanting surgeon. The implants had been in the pt since 1967. From the bilateral breast biopsies done the left was positive for ca. The capsules and breast implants were also sent for pathology exam. Because the implants were ruptured at the time of surgery, facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.